Event description:
It was reported that the patient returned heartware battery sn (B)(4) on (B)(6) 2015, due to recent toggling of batteries on (B)(6) 2015. Data download on (B)(6) 2015 identified battery (B)(4), as a potential cause of the batteries toggling. Battery was removed and replacement was given. Battery sent to heartware for further analysis.